Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. This report is to capture one of the three reports. The patient experienced severe hypoglycemia and was taken to the hospital (B)(6) 2025). Although the cgm was reported inaccurate, there were no bg nor cgm values documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 50 to 60 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 3 reports of the patient had hypoglycemia due to inaccuracy that occurred three separate times. Please see related record (B)(4) and (B)(4).